Manufacturer narrative:
Approximately 80.5 cm of the catheter was returned with the guidewire inserted. The catheter was patent. However, it did not meet the requirements for leak testing. The catheter was observed to be sheared off approximately 7 cm from the distal flow holes. It is unknown how or when the damage occurred. The catheter also met the requirements for the tensile strength and elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the ti me of manufacture.

Event description:
It was reported to medtronic neurosurgery that catheter was found to be ruptured intraoperatively. Reportedly, there was no injury to the patient.